Manufacturer narrative:
This report is submitted on june 06, 2018.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018 to have the device placement corrected due to an irregular placement of the device occurred during initial surgery.